Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system. The system performed as intended. No parts were re placed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a electrode and probe placement procedure. It was reported that the monitor from the camera cart lost network connection. It lost network connection alone and recovered by itself. There was no impact on patient outcome.